Event description:
It was reported that (B)(6) post op of a colon resection procedure, the patient had abdominal pain and was returned to the operating room. The surgeon discovered the anastomosis had no staples at the anterior part of the staple line. The surgeon corrected the leak with suture and sent the patient to ICU. The patient is recovering at this time. There was no other information available. Additional information has been requested.

Manufacturer narrative:
(B)(4). Unknown to all. I was only informed of a post operative leak that required the surgeon to re-operate on the patient. The devices were not available for analysis. The surgeon and hospital did not share specific details. The patient is doing well now.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.